Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. 706580) for female sterilisation. The patient had a medical history of pelvic pain female, overweight and multiparous. Concurrent conditions were listed as hemostasis, uterine fibroids and abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4795 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.9 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: findings: hysterosalpingography for evaluation of essure device. There is complete occlusion of the fallopian tubes bilaterally at the cornua. The positions of both micro inserts are normal. The right proximal inner marker is in the region of the cornua. Impression: satisfactory positioning of the micro inserts bilaterally [pathology test] on (B)(6) 2023: surgical pathology report specimen: a: uterus, cervix, fibroid and bilateral tubes operative procedure robot assist total hysterectomy, bilateral salpingectomy, cystoscopy pre and postoperative diagnosis: abnormal uterine bleeding, uterine fibroids gross description:. On sectioning, both fallopian tubes disclose patent lumen. Final diagnosis: uterus, cervix, bilateral tubes and ovaries; total hysterectomy with bilateral salpingo-oophorectomy disordered proliferative endometrium. Adenomyosis letomyomata. Cervix, no significant pathologic finding. Bilateral fallopian tubes, no significant pathologic findings. Lot number: 706580 manufacture date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. 706580) for female sterilisation. The patient had a medical history of pelvic pain female, overweight and multiparous. Concurrent conditions were listed as hemostasis, uterine fibroids and abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4795 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.9 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: findings: hysterosalpingography for evaluation of essure device. There is complete occlusion of the fallopian tubes bilaterally at the cornua. The positions of both micro inserts are normal. The right proximal inner marker is in the region of the cornua. Impression: satisfactory positioning of the micro inserts bilaterally [pathology test] on (B)(6) 2023: surgical pathology report specimen: a: uterus, cervix, fibroid and bilateral tubes operative procedure robot assist total hysterectomy, bilateral salpingectomy, cystoscopy pre and postoperative diagnosis: abnormal uterine bleeding, uterine fibroids gross description:. On sectioning, both fallopian tubes disclose patent lumen. Final diagnosis: uterus, cervix, bilateral tubes and ovaries; total hysterectomy with bilateral salpingo-oophorectomy disordered proliferative endometrium. Adenomyosis letomyomata. Cervix, no significant pathologic finding. Bilateral fallopian tubes, no significant pathologic findings. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.